Event description:
N/a

Manufacturer narrative:
Additional information: e1: (event site state: 11, event site postal code: (B)(6)). It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) display is not functioning. A getinge field service engineer (fse) checked and found display not working. Opened the display, cleaned the connector and reconnected. Checked and found it is working good. All checks and calibration done. Machine given to end user with good working condition.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code) updated data: b4,e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display is not functioning. There was no patient was involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display is not functioning. There was no harm reported.